Event description:
Patient presented to the physician with pain at the incision site. Physician brought the patient into the or and revised the pocket. Scar tissue was found at the medial corner of the chest and was removed.